Manufacturer narrative:
The complaint was further classified based on information obtained when medical surveillance requested the customer service representative (csr) to contact the patient to verify and obtain additional information. The patient reported that at an unspecified time on (B)(6) 2014 she alleged being unable to see expected blood glucose readings in the meter memory of the subject device. The patient manages her diabetes using an insulin pump, and self-adjusts the dose depending on her blood glucose readings. Due to the reported issue, the patient stated measuring her blood glucose using a back-up onetouch ultramini meter. The patient could not specify the time or reading obtained using the ultramini meter, but stated it was ¿higher than usual¿ and she reported experiencing ¿elevated levels of ketones at the time¿. The patient did not specify making any changes to her usual diabetes management in response to the reported issue. The patient reported experiencing symptoms of ¿elevated ketones, thirsty, groggy and generally unwell¿ and reportedly took an additional 3 units of humalog insulin in response to these symptoms. The patient denied receiving any form of medical intervention in response to the reported issue. This complaint is being ruled out as a reportable event due to the following conclusion(s): although the patient developed signs/symptoms suggestive of hyperglycemia, there is no indication that the subject meter caused and/or contributed to this injury. The patient symptoms correlated with the elevated readings obtained using the back-up ultramini meter. Given the short time between the alleged issue and the onset of reported symptoms, the patient likely felt symptomatic prior to or when the issue began. This complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (11/13/2014). The patient¿s meter has been returned on 9/22/2014 and evaluated by lifescan product analysis on 10/20/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch ping 1.5 meter remote had results missing from its meter memory. Medical surveillance requested customer service (cs) to contact the patient for follow-up questions however cs was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient¿s initial call. The patient reported that on an unspecified date and time, she alleged being unable to see expected blood glucose readings in the meter memory of the subject device. The patient did not provide any further information regarding the issue or specify when the alleged meter issue began. The patient manages her diabetes using an insulin pump, and stated taking an unspecified dose of humalog insulin in response to the reported issue. The patient did not specify what symptoms were experienced due to the alleged issue. It is unknown whether the patient received any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr was unable to walk the patient through performing a test and the issue remained unresolved. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.